Event description:
Event description guidant received information that upon interrogation, this implantable cardioverter defibrillator (ICD) was found to have been programmed off with a magnet on february 20, 2006, prior to a surgical procedure and it had not been programmed back on.